Event description:
It was reported that one day post op there was oozing observed in the right groin, device insertion site, area of the patient. The patient was treated with a one time injection/dose of lidocaine and epinephrine. No patient complications have been reported as a result of this event. It was noted the patient is currently enrolled in the micra study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).